Event description:
It was reported that during a routine follow up, the left ventricular lead exhibited elevated thresholds. The physician suspected that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).